Event description:
It was reported that the patient missed a refill, experienced symptoms of withdrawal especially seizures. Three days later it was reported that they were having issues with telemetry. There were sources of potential emi (electromagnetic interference) present. Healthcare provider (hcp) was updating the patient¿s pump and got incomplete telemetry; the programmer crashed and went off. Upon re-interrogation of the pump it was stopped. The patient experienced seizures and withdrawal with symptoms of confusion and combativeness. It was unknown if there were any alarms. It was also added that the actual residual volume (arv) was less than the expected residual volume (erv): arv: 0ml, erv: 16ml. Drug delivered via the device was gablofen 2000mcg/ml at a daily dose of 1689.2mcg.

Manufacturer narrative:
Catheter model: 8731, lot #: b005592n25, implanted: (B)(6) 2003, explanted: unk.

Event description:
Additional information: it was reported that the patient was admitted to the hospital for seizures on (B)(6) 2012. The patient vomited, was confused, disoriented, and had visual hallucinations. The patient was intubated and restrained and given an eeg test. It was reported that at the last refill the expected residual volume was 4.3 and actual was zero, the patient was refilled with gablofen 2000mcg/ml and given a 50 mcg bolus. When the first discrepancy occurred, the caller indicated that the hcp thought they may have filled with only 20, but the second time made the hcp believe it was the pump. The residual volumes were checked twice in between refill cycles and the volumes matched. It was indicated that at the last refill the patient was "not herself", irritable, weepy, "jittery inside", unsteady, tripping a lot, unable to sleep due feeling uncomfortable, itchy, and forgetful. The pump had gablofen prior to the (B)(6), 2011 refill when the reservoir volume was expected to be 16 and was zero. The patient was then refilled with lioresal 2000mcg/ml. The pump logs were checked and appeared normal. The pump was replaced. The catheter was left alone. At the pump replacement, 39.3ml were expected from the pump; 40ml was actually aspirated and put into the new pump.

Event description:
The patient was having acute problems with their pump, and had experienced withdrawal in the "past several months" including seizures and hospitalization. The patient was hospitalized on (B)(6) 2012 for baclofen pump failure. The pump was interrogated and was found to be emptying too rapidly. Programming could not correct the issue and the pump was replaced. The patient was discharged from the hospital on (B)(6) 2012. The patient was doing very well since the pump was replaced; the patient remained asymptomatic. The patient informed the reporter on (B)(6) 2012 that she was feeling much better. (B)(4).